Event description:
#Medwatcher #(B)(4). Cramping sharp/stabbing, pelvic pain, abnormal menses, constant spotting, discharge odor/no odor, excessive bleeding during period, painful ovulation, bleeding/spotting after sex, painful periods, painful intercourse, bleeding between periods, incontinence, long menstrual cycles, incontinence, urgent/frequent urination, itching, burning, stinging, stabbing of vaginal entrance. Breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back, joint, chest, leg, breast, neck, spine, hip pain. Chronic pelvic pain all over body aches/pain, severe bloating, metallic taste in mouth, headaches or migraines, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog cloudiness, forgetfulness. Anxiety/panic attacks, mood swings, stroke symptoms, depression, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss). Numbness in thigh, numbness/tingling in extremities (hands/feet). Sensation of burning, stinging, tickling or prickling of skin. Nerve pain, tremors/shakiness, dizziness, unexplained/easily bruising. Rheumatoid arthritis, fibromyalgia,chronic fatigue syndrome, raynaud's syndrome. Cysts, boils, acne. Heart palpitations, swelling of legs or feet. Dental issues teeth cracking/breaking fillings falling out, teeth sensitivity, gum sensitivity weight gain of 50+lbs inability to lose. Muscle spasms, vision problems (floaters, blurred vision, decreased vision.